Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of any damage. The circuit was connected to a di water supply and when water was engaged there was a leak from the seam of the filter. Reason for return was confirmed. Conclusion: the complaint could be confirmed that the pre-bypass (pbp) filter leaked. Performed device history check, no anomalies detected. Product analysis of returned product confirmed a leak observed at the device housing seam, causing the leakage in the pbp filter. As this was a supplier related issue, the supplier of the component has been contacted and informed on the defect component. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack during priming of the circuit, the customer observed a leak. The customer noted fluid on the ground and it appeared to be coming from the av pack. The arterial and venous circuit was cut out and replaced by another medtronic circuit which was used for the procedure. There was no patient involvement so no adverse effect occurred. Additional information confirms that same leak did not appear in multiple packs and it was unable to determine origin of leak as the av tubing was still held in the av pack holder. It is unknown if there was air visible at the time of the incident.